Event description:
The trocar pierced a nurse's double gloved hand while they were opening the package. The trocar was tucked inside the hemodrain and pulled out of the cover. The hospital gloves had blood on them so the hospital has had to do a blood borne pathogen screening on the nurse and the patient.